Event description:
A conductor fracture was confirmed on this right ventricular (rv) lead via an x-ray. The lead was subsequently explanted and replaced.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The lead has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned intact. Electrical testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 23 centimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with clavicular crush. Analysis concluded that the clinical observations of the high out of range pace impedance measurement, noise and oversensing were likely caused by the confirmed fracture.

Event description:
This supplemental report is being filed based on completion of product analysis.

Event description:
It was reported that a signal artifact monitor (sam) alert occurred on this pacemaker system on the right atrial (ra) lead due to a single high out of range (oor) pace impedance measurement and associated oversensing of the minute ventilation (mv) sensor. This triggered a lead safety switch (lss) which resulted in the ra lead being automatically switched from the bipolar to the unipolar pace and sense configuration and the mv sensor monitoring being automatically switched to the right ventricular (rv) lead. Approximately one (1) month later, another sam alert occurred due to a single high oor pace impedance measurement and associated oversensing of the minute mv sensor on the rv lead. This triggered another lead safety switch (lss) which resulted in the rv lead being automatically switched from the bipolar to the unipolar pace and sense configuration and the mv sensor being automatically disabled. The boston scientific representative (rep) indicated they were unable to reproduce any impedance changes and appropriate measurements were observed on both leads in both bipolar and unipolar configurations. Boston scientific technical services (ts) indicated that the noise and oversensing observed on both leads since the occurrence of the lls were due to the unipolar sensing configuration. The patient was noted to not have any symptoms and is not pace therapy dependent. Ts recommended to leave the mv sensor programmed off and to program both the ra and rv leads to a unipolar pacing and bipolar sensing configuration. The rep indicated they planned to make these programming changes the following day. The products remain in-service. No patient symptoms or adverse patient effects were reported.